Event description:
It was reported that upon interrogation of the device, the programmer indicated the device had reached eri, but was also indicating a longevity estimated value. The battery was re-interrogated and same information was observed. The device was explanted for normal eri.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported diagnostic anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the reported diagnostic anomaly could not be determined.